Event description:
It was reported that a patient underwent an episiotomy in (B)(6) 2015 and suture was used. Postoperatively, the patient developed an infection. Additional information has been requested.

Manufacturer narrative:
Corrected information: it was reported that the patient underwent vavd procedure on (B)(6) 2015 and suture was used. The patient experienced second degree perineal laceration. On (B)(6) 2014 the patient underwent repair and debridement of episiotomy. It was reported that the patient experienced dehiscence with no signs of infection.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.